Manufacturer narrative:
Product analysis: both output connectors were broken. The lower case was cracked. The hanger assembly was broken. One key screw was contaminated. Display wire insulation was found to be pinched, but the insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned without any accompanying information and subsequently tested out of specification. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.